Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment. The reported issue occurred two days prior to the patient initially reporting it. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler remained with the patient for continued use.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment. The reported issue occurred two days prior to the patient initially reporting it. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler remained with the patient for continued use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.